Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aoritic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that the proximal portion of graft had fallen into the aneurysm sac, due to the short and 70 degree angulated neck. The physician removed the portion of the graft that had fallen into the aneurysm sac, but left the distal portion of the graft in the iliac artery. It was reported that a conventional graft was sewn to the remaining stent graft. The explant procedure was completed and no additional clinical sequelae were reported. The pt was sent to the intensive care unit in stable condition. The explanted stent graft will be returned to medtronic.